Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found bending section -rubber has a scratch. Adhesive on bending section rubber has a chip. Due to deformation of bending tube, connection between bending section and connecting tube is not secured. Due to damage on forceps elevator lever, bending section cannot be fixed firmly. Control unit has a scratch. Switch buton 1 has a scratch. Grip has a scratch. Angulation lever has a scratch. Up down plate has a scratch. Right left plate has a scratch. Light guide-cover glass has a scratch. Light guide connector has a scratch. Video connector case has a scratch. Video connector case has a crack. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The subject device was shipped in accordance with specifications. There was no non-conformity of the device during manufacturing. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, it is likely that the following led to the malfunction: -breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect the event in ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using a clean lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus employee reported that the endoeye flex deflectable videoscope did not display any image. The therapeutic procedure was completed. There were no reports of patient harm.